Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the right ventricular (rv) lead was connected to the pacemaker, the set screw at the ring was stripped and the torque wrench never ratcheted. The physician decided to use a new implantable pulse generator (ipg) device. The original device was removed with some difficulty as the set screw then could not be easily removed. The grommet was removed and a larger allen wrench successfully removed the screw. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.